Event description:
Customer reports being unable to test her blood glucose due to an error on the aviva system. An unspecified time later customer was taken to an urgent care center because she felt weak and lost her appetite. Customer was treated with an IV (contents unknown) and water. She was released 8 hours later. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.